Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
A physician attempted to cross an occlusion in the mid rca using an asahi confianza pro guide wire. While attempting to cross this occlusion, the distal tip detached. The artery remained occluded and the tip was left within the patient with no planned procedure for its removal. The patient's condition is unchanged since prior to the procedure.